Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following information is a correction to h10 of the initial, as it was inadvertently left off: the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or whether the endoscope was used for a procedure with the foreign material attached to it. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system as below. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function: inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the angulation wires were worn, the adhesive coating on the bending portion of the device had a chip, the adhesive on the objective lens and the light guide lens were clouded, switch 1 had signs of wear, the suction cylinder and forceps channel had scrapes, the universal cord and connecting tube had wrinkles, the scope connector was cracked, the camera cover had a dent and was dirty, the connecting tube had a dent and was discolored, there was a cut on the heat shrinking tube of the up/down lock lever, and scratches were present on switch 1, the universal cord, and the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of regular inspection, the evis lucera elite gastrointestinal videoscope was returned to olympus. Inspection and testing of the returned device found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.